Manufacturer narrative:
Insulin pump received with blank display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Unit received with moisture damage on the motor, battery tube, and vibrator assembly. Insulin pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, broken battery tube threads, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The insulin pump was exposed to fluid. The customer went into the ocean while she was still connected to the insulin pump. The insulin pump's display immediately went blank after it was exposed to moisture. A big piece of the insulin pump's case was missing where the battery screws in and the display screen was cracked. Customer's blood glucose level was 279 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.